Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of the trigger of the device being sticky identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the trigger of the battery handpiece device was sticky. It was further observed that the device was fractured. It was further determined that the device failed pretest for general condition and checking for sticky triggers. This event did not occur during surgery. There was no patient involvement. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If further information should become available, an additional report will be submitted accordingly.